Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse placed the powerglide pro, and upon removing the housing, she noted a 'fishing line' left outside of the catheter. She was unable to remove it. Nurse states "the entire catheter was removed, and due to the patient's poor veins, another placement was not attempted." No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the guidewire was confirmed, and the damage appears to be related to use of the device. One 18g powerglide pro deployment system was returned for investigation. The catheter and the catheter wings were not returned with the handle. The guidewire push-off button was fully extended. The safety mechanism was in place over the needle. A 1.9cm segment of core wire extended from the distal end of the safety mechanism. A segment of coil wire was received separate from the deployment system and was attached to a dressing. The returned sample resembled the unraveled coil wire in the photograph. The segment of coil wire attached to the dressing revealed that the proximal end of the coil wire was stretched and elongated. The distal cm of the coil wire was tightly coiled. A kink in the coil wire was observed 6mm from the distal weld tip. The broken ends of the core wire exhibited granular surface, which is consistent with a break. The heel of the of the needle bevel exhibited slight deformation, which is indicative of force between the wire and the needle bevel. Forcing the wire against the heel of the needle bevel can cause the guidewire to kink and break. The observed damage and reported complications appear to be related to use of the device. A lot history review (lhr) of reby1454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse placed the powerglide pro, and upon removing the housing, she noted a 'fishing line' left outside of the catheter. She was unable to remove it. Nurse states "the entire catheter was removed, and due to the patient's poor veins, another placement was not attempted." No patient injury reported.